Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was found to be operating as intended.

Event description:
The customer reported that when they attempted to fluoro, the image was black. This resulted in a loss of the live image. There is no report of pt injury associated with this event.